Manufacturer narrative:
No files attached.

Event description:
Revision surgery was needed because the patient fell and re-injured the humerus. Two screws had broken distally as a result of the fall, and had to be replaced with new screws. No delays or patient impact were reported.